Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call lost battery cap and hospitalization. Customer's blood glucose level was unknown. Customer experienced diabetic ketoacidosis and was hospitalized. Customer advised they had lost their battery cap and needed a new one. Customer was advised a replacement battery cap would be sent out.